Event description:
It was reported that the patient was not getting adequate relief due to lead migration. The patient underwent a revision procedure wherein additional leads were implanted. The patient was doing well postoperatively. Nothing was explanted.